Manufacturer narrative:
At this time, this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited out of range impedances of greater than 2000 ohms. It was noted that a chest x ray was completed, which revealed a 45 degree angle "kink" in the lead. Technical services (ts) discussed that this could be the reason for the increased impedances and increased thresholds. It was noted this would be discussed further with the physician. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Additional information was provided that a lead revision was performed, during which this lead was surgically abandoned due to high impedances and thresholds. A new lv lead could not be implanted at that time due to stenosis.